Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: 2017-07-18 additional manufacturer narrative below revised from last report. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device broke during use in a procedure. The device was used to manipulate movement of the uterus, and examination after use found the insulation had split on the shaft. No patient injury occurred or medical intervention required.